Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed and no damage was noted a review of the archive was performed, and user advisory (ua) 41(patient temperature sensor failure) was confirmed on (B)(6) 2016 on the date of event occurred. Functional testing was performed and device passed functional testing without any fault or error report. In summary the customer's reported complaint was confirmed during archive review however it was not confirmed during function testing which indicates that customer was able to clear the user advisory before sending it to zoll for investigation. The exact root cause for the reported complaint cannot be determined. The temperature sensor was replaced as a precaution to avoid ua 41, no fault or error was noted after the repair. It should be noted that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 41 alerts the operator that the autopulse temperature sensor is outside of normal range of 45°c during power-on self-test or during takeup. The possible causes for this ua can be defective temperature sensor or other component malfunction. However no issues were noted with any component of this device. The customer was recommended not to store the autopulse in a hot vehicle or in a direct heat of sunlight.

Event description:
It was reported that autopulse displays user advisory(ua) 41(patient temperature sensor failure) upon powering on. This issue was noticed during shift check, no patient involvement reported.